Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch in the center of the optic when the preloaded intraocular lens (iol) was implanted. The lens was removed and the procedure was completed successfully with a replacement iol. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the eye incision was enlarged. The device was prepared by the physician and the instructions for use were followed. The account also indicated experiencing resistance when the plunger was pushed out. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 20, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The lens was received cut into three pieces. The lens pieces were cleaned and presented with no further issues. The complaint issue "cosmetic issues" and "difficult to use" were not identified during product evaluation. The observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.